Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 385 (mg/dl) on (B)(6) 2016 that customer treated with continued use of the pump. It was also reported that the customer experienced an elevated bg level of 585 (mg/dl) on (B)(6) 2016. Customer went to the emergency room where they were diagnosed with diabetic ketoacidosis determined to be life threatening, removed from the pump, treated with intravenous insulin, and later admitted to the hospital. Reportedly, contact stated that they smelled insulin while changing the pump supplies prior to hospitalization; however, contact could not identify the source of the insulin. Also, customer's health care provider (hcp) had programmed a temporary basal insulin rate prior to hospitalization; however, no specific date or additional information was provided. While in the hospital, customer was treated with intravenous insulin until (B)(6) 2016 when they were instructed to return to pump by hospital staff. Reportedly, customer's bg levels began to elevate after reinstating use of the pump that they attempted to treat by changing supplies and using a new vial of insulin; however, bg levels remained elevated. No specific bg levels were provided. Customer was released from the hospital on (B)(6) 2016 and contact indicated that hcp had adjusted basal insulin rate. Although requested by tandem technical support, contact declined to perform troubleshooting for the pump and indicated that customer will be following up with their endocrinologist. Recommendation was made to call tandem technical support for troubleshooting of future issues.